Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the tortuous anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the multiple noted device damages (wrinkled balloon, stretched and kinked inner/outer member, stretched guide wire exit notch) and ultimately resulted in the reported material separation. The noted multiple bends and kinks on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, additional reported information indicates that the vessel was tortuous. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified artery. A 3.50 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced to perform pre-dilatation; however, the bdc failed to cross the lesion due to the patient's anatomy and the shaft got separated outside of the patient's anatomy (proximal shaft). The separated portion of the bdc was simply removed from the patient anatomy and an unspecified bdc was used. An unspecified stent was successfully implanted to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.